Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h10, h11. Corrected sections: d9--corrected from "no" to "yes" as device was returned h3-- corrected from "no" to "yes" as device was returned. The device was returned to the factory for evaluation on 02/29/2024. An investigation was conducted on 03/06/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The seal was returned unfolded inside the loading device. The delivery device was not returned for evaluation. The seal and tension spring assembly was removed from the loading device with no physical difficulties. There were no cracks or delamination observed on the seal. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was confirmed. The lot # 3000337309 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) was defective because the sealing system was stuck in the loading device (tube of the loading device). The seal did not make contact with the patient's aorta. The white flask was loaded properly as described in the numbered steps. The system could not be used, and another system was opened to complete the procedure. There was no procedural delay. No injury to patient. Related to 964959.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000337309 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.